Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that this was pms case. A pixel 2.25 x 28 mm was deployed at the lesion in 2006, with no problem. On three and a half months later, in stent restenosis (isr) was found at the lesion, during the follow-up. A balloon was inflated and the procedure was completed without a problem. In 2007, no problem was noted during the follow-up. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. As listed in the instructions for use (IFU), restenosis of the stented segment is a known adverse effect associated with coronary stenting. This known patient effect is not necessarily an indication of a product issue. There was no reported malfunction of the device identified. The root cause of the in-stent-restenosis is unknown, but does not appear to be a product quality issue.